Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump drive support cap is loose and there is a crack in the case. Customer does not recall any significant events leading to the error. Customer's blood glucose was 167 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to cracked end cap. The insulin pump was received with excessive adhesive at crack end cap and missing segments due to cracked lcd zebra connector. The drive support disk it was inspected and no anomaly was noted. However, the insulin pump phase cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.